Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test, which was unable to reproduced. The device was tested for downstream occlusion and found to pass. Evaluation did observe that the force sensor calibration was out of specification, which may contribute to false downstream occlusions. The cause was determined to be an out of specification force sensor, which was calibrated to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion test during preventative maintenance testing. There was no patient involvement. No additional information is available.